Manufacturer narrative:
The root cause was determined, to be unrelated to the product. Information was provided on the questionnaire, that indicated the product did not cause or contribute to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic assistant reported that following implantation of an intraocular lens (iol) the patient experienced dislocated lens and noticed a change in vision 4 months ago. In surgeon opinion cause of event is pseudophakodonesis. The lens was repositioned in the eye. Additional information was requested.